Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08jul2020.

Event description:
It was reported that the ventilator's touchscreen was not responding. The customer tried to calibrate it but it would not calibrate. There was no patient involvement. The service engineer (se) inspected the device. The se found the touchscreen would not activate in some spots. The se replaced the touchscreen. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.